Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant threads, and the device is confirmed to be fractured at the collar. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 62610864. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62610864) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant tsvb10 in dental site 19 fractured at the neck portion and it was removed.